Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, pain and lymphadenopathy.

Event description:
Healthcare reported rupture, silicone migration, and lymphadenopathy. The device has been explanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, g4, d.9, h.3, h.6, a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed more than tree broken assessed as an unidentified (tear) opening (shell thickness whiting to spec). ¿ pain: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no other observations observed.

Event description:
Staff have provided medical letters reporting patient presented with "pain mainly in her left breast. This was sometimes very sharp", "in left axilla two large tender lymph nodes palpable probably siliconoma from possible leaking of the left implant" and "implants appeared to have leaked and she has silicone leakage on the left side which has a small rupture and there is a presence of silicone filtration in the left axiliary lymph node. The largest lymph node in left axilia measures about 4cm and is quite painful at times". Rupture of implant diagnosed by ultrasound. This relates to the left device. Device has been explanted and replaced.